Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that it hurt at their current setting since (B)(6) 2016. They had then turned it down to 2.6v on program 3. It was indicated that they patient had fallen the week before (B)(6) 2016, and could be related to the issues. The patient mentioned that none of the programs help, and they still urinate at night. It was stated that they hadn't really helped since implant. They clarified that they had tried programs 1, 2, and 3, but hadn't tried 4. They changed to program 4 at 0.2v, but didn¿t feel the stimulation. They increased to 1.2v and could feel the stimulation, so they were going to try this setting. The indications for use were urinary dysfunction/sacral never stimulation and gastrointestinal/pelvic floor.